Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid after the implant procedure. A blood patch was performed to address the symptoms. There have been no reports of further complications regarding this event and the patient is currently receiving effective pain relief from using the device.